Event description:
A us distributor contacted zoll to report that a patient developed a bruise like irritation under the lifevest equipment. Patient was experiencing afib resulting into passing out and falling down while wearing the lifevest. There was no alleged device malfunction contributing to the irritation. The patient was taken to the hospital. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.